Event description:
Per the surgeon's report, this bilaterally implanted patient received no benefit from either of his implants. Incidentally, the patient fell one day and hit his head on the left side at the implant site. An integrity test was performed in 2006 and showed that the implant malfunctioned, probably as a result of the fall. Cochlear has recommended explantation of the device and reimplantion surgery. However, since the patient has not benefited from his devices, he may not opt for the surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.